Event description:
It was reported that there was a planned battery change on the day of the report due to end of life (eol). The patient also wanted the battery moved from the abdomen to the hip. There was insulation pulling away at the connection electrodes. The healthcare provider (hcp) removed the old extensions and replaced with new ones. Intra-op impedance check showed impedance >40k on electrodes 0-3. The hcp disconnected the battery, cleaned the contacts and after reconnection impedance check was unchanged. He then disconnected the lead/extension of one of the pigtail. This was not the side with the loss of integrity of insulation on the pigtail of lead. Impedance checked showed this was the side with the abnormal impedance reading. He cleaned the contact and reconnected. Impedance recheck showed all electrodes still electrodes sill >40k on 0-3. The hcp decided to replace lead at that time. Reconnection of extension showed all electrodes in normal range. There was reprogramming post-op, and patient had good stimulation. There were no patient symptoms. The patient was alive with on injury at the time of this report. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# l78384, product type lead, product ID 3998, lot# l78384, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_unknown_ext, product type extension, product ID neu_unknown_ext, product type extension. Product ID 3998, lot# l78384, (B)(4).